Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned in segments, analysis was performed and no anomalies were found. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to kinking/buckling, the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, there was blood on the distal conductor of the lead and it was not obstructed, the outer insulation of the lead was extrinsically breached due to a tear, the overlay tubing of the lead was extrinsically breached due to a cut, the outer insulation of the lead developed a cosmetic depression while in vivo, the outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo, the outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress, the overlay tubing of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage and stretching. Concomitant medical products: d224trk, implantable cardioverter defibrillator (ICD), (B)(6) 2010; 4076, implantable pacing lead, (B)(6) 2010; 4195, implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had chronically high thresholds and the impedance had risen for 3 days and then went back down. A lead integrity alert triggered on the basis of many non-sustained ventricular tachycardia episodes which appeared to be noise. There had been 79 v-v short interval counts (sic) in the past two days. A lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.